Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. It was stated that the infusion set was changed, and her blood glucose levels continued high. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.